Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and this right atrial (ra) lead exhibited a high out of range pacing impedance, greater than 3000 ohms. Also, there was no capture at maximum output. It was noted the lead would be revised in the next year. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5. Sections b1, b2, h1, and h6 updated.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and this right atrial (ra) lead exhibited a high out of range pacing impedance, greater than 3000 ohms. Also, there was no capture at maximum output. It was noted the lead would be revised in the next year. This ra lead remains in service. No adverse patient effects were reported. Additional information was received. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.